Event description:
A 3.0mm diameter by 15mm length d1 angioplasty balloon was inserted for treatment of a 99% lesion in the left main coronary artery. The lesion was in the distal left main proximal to a left anterior descending artery stent. The balloon was inflated in the distal left main artery extending through proximal end of the previously deployed stent. The balloon was successfully inflated; however, upon the fourth balloon inflation, the balloon reportedly ruptured at 8atm of pressure. The balloon was removed and another balloon was inserted to complete the puncture. The pt was reported to be fine after the procedure and there were no add'l clinical sequelae reported related to the event.